Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had cracked battery tube threads, a cracked reservoir tube lip, a broken belt clip slot at the battery tube threads area and minor scratches on the display window.

Event description:
It was reported that the customer's blood glucose level was 481 mg/dl. The customer experienced nausea as a symptom of her high blood glucose level. The customer stated that her insulin pump was cracked by the battery and reservoir compartments and that a piece had come off. The customer said her insulin pump's batteries were only lasting one or two days, and she received a weak battery alarm from the insulin pump. Standard troubleshooting was declined. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer indicated she did not have a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).